Event description:
It was reported that the patient contacted technical services (ts) as the communicator exhibited a red call doctor icon. Ts assisted with troubleshooting and the patient was able to perform a patient-initiated interrogation. The patient was referred to the clinic regarding the red alert related to the shock lead impedance out of range on this right ventricular (rv) lead. The electrogram (egm) showed an out of range shock lead impedance at 127 ohms. The rv lead remains in service. No adverse patient effects were reported.